Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported event. A supplement report will be filed upon completion of the investigation.

Event description:
Siemens became aware of a malfunction that occurred while operating the artis zee ceiling. After the patient procedure was completed and while the patient was being transferred to a bed, an unintentional lateral table movement was reported. We have no indications of any adverse effects on the health status of the involved patient.

Manufacturer narrative:
The investigation was completed, and the log file showed that the table only moved when the corresponding button was pressed on the table control module. The concerned system was also inspected by the service engineer onsite, and no issues were found. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. The incident described in the adverse event is not classified as a reportable event after a thorough investigation because neither serious injury, death, nor unexpected prolonged hospitalization of the patient or other person occurred or is to be expected, even if the incident recurs.